Manufacturer narrative:
(H3,h6): no hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported the door open indicator not turning off and the door not functioning and confirmed that the t-shaped rotor alignment tool could not be fully inserted. The position was adjusted using a wrench, and that the t-shaped tool could be inserted properly. The issue was resolved by pressing the door close button, and verified that the door opened and closed normally. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome